Manufacturer narrative:
The black circle/alarm icon functioned properly during testing. No button error alarm or unexpected beeping anomaly noted. All buttons function properly; however the insulin pump had moisture on keypad traces. The device also had cracked reservoir tube lip, cracked lcd window, and cracked case at display window corner.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 191 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.